Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) stated that rep was sending the pump and the personal therapy manager (ptm) device back to the analysis lab. The ptm was the only item that did connect to the pump. The rep verified four tablets that did not connect to the pump.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable pump infusing an unknown drug for malignant pain. It was reported that the manufacturer representative (rep) got a call from the healthcare provider (hcp) who stated that they were unable to get telemetry on a pump. The rep stated that they used two different tablets and were unsuccessful. The manufacturer's technical services specialist (tss) discussed checking software version, the patient positioning, and possible flipped pump. Tss discussed avoiding electromagnetic interference (emi) around the pump during telemetry. The rep called back and stated that they were still unable to get telemetry on the pump and have tried four different programmers at this point. The patient was moved out of their wheelchair for the refill, so they did not suspect emi. The physician said the patient had not fallen on the pump or undergone radiation treatment. Tss recommended getting programmer logs to see if they might show a cause for being unable to complete telemetry. The pump was replaced on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump: h3. Analysis identified an anomaly with a (integrated circuit) component on the hybrid (circuit board). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.